Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Neonatal patients. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink system extension set had air in line. This occurred during infusion on neonatal patients. It was stated that there were excessive air bubbles. There was no report of patient injury or medical intervention associated with this event. No additional information is available.